Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump with serial number (B)(6) did not charge when placed on a wireless charging pad for two hours, while the user¿s phone charged normally on the same pad; the pad¿s indicator blinked with the pump and was solid with the phone, and the user was advised on shutting down the pump and on replacement logistics. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included analysis of information provided by the user and receipt and inspection of the returned device. Failure investigation revealed no fault found with the device.